Manufacturer narrative:
The patient's age and weight were not provided. The serial number was not provided. Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Information was received on 11apr2018 from sus voluntary event report, mw5075980 stating: [family member] was living in an assisted nursing facility. [Patient] had a heart mate 2 that was placed this heart to function normal. On 2018 I received a phone call from the facility that [patient] was unresponsive and the medical team was in the room doing CPR. My arrival at the hospital I was informed by the emergency room (ER) doctor and the doctor who performed [the] surgery from the heart mate that this was malpractice. I have received all the medical reports and with that I was advised that I fill out this information. It was brought to my attention that it is a requirement that the facility report this defect as well/incident and has not done so. Event date: (B)(6) 2018. Event outcome: death. Brand: heartmate 2. Implant date: (B)(6) 2016. Explant date: (B)(6) 2018.